Event description:
It was reported that a lead alert triggered due to noise on the right ventricular (rv) lead. A fracture was noted. The alarms were turned off and the rv lead was capped and was not replaced due to the patient's health. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products. 5076-52 lead: (B)(6) 2001. (B)(4).